Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to cycle the implant, as it was not inflating. During surgical evaluation, the right cylinder was found to be broken. All components of the device were explanted and replaced. There were no patient complications reported.